Manufacturer narrative:
A service report completed and dated 12/19/2017 by a dmta field service engineer indicated that the device was in compliance with dornier specifications aside from the f2 alignment. The f2 alignment was out in the cc projection field two mm over the dornier specified f2 location. The f2 was correctly aligned and the machine was confirmed to be functioning within dornier specifications. The delta iii operating manual also indicates that the user must check the f2 alignment each day before the first treatment and in all therapy head positions which will be used for treatment. A hematoma is also listed as a potential adverse effect and complication in the delta iii operating manual. The details concerning individual patient outcomes are unknown. The two mm variance likely had no impact on the patient treatments as the blast path of the eswl shockwave is larger than two mm. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002.

Event description:
Patient hematoma reported.